Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Fluid ingression was found on the mainboard and lock sensor which damaged those components. The mainboard and lock sensor will be replaced to fix the issue.

Event description:
It was reported that the device shows error 41541. There was no reported patient involvement.